Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th april 2026, it was reported by an arthrex employee via email that for an ar-2325bcc, suture anchor, biocomposite¿ swivelock®, 3.5 x 15.8 mm, vented, when passing the fibertape through, the shaft that secures the tip broke. This was detected during an all internalbrace procedure on (B)(6) 2026. The procedure was completed successfully by using an ar-2324bcc(lot:unknown) instead. No significant surgery delay reported. All of the product/fragment was removed and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.